Event description:
Note found on bed stated brakes not working. No injury reported.

Manufacturer narrative:
Bed located in repair shop. Tech found rocker arm on foot end was broken. Replaced both foot and head rocker arms to resolve this issue.